Event description:
Approx 3 hrs, 15 minutes into cardiopulmonary bypass, power to all pumps on this 5 pump base was interrupted. A buzzing or humming sound was heard. Manual operation of arterial pump was employed until a replacement pump could be brought in. Pt was treated for possible air introduction into arterial circulation. Pt developed bilateral brain infarcts and expired 2 days after surgery.